Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brain bleed post dbs lead implant procedure wherein causing symptoms of aphasia. The patient was admitted to the hospital and was improving. The patient will be transferred to a rehabilitation center once discharged from the hospital.